Event description:
It was reported that the capsule tore when inserting an intraocular lens into the patient''s eye and another lens was used. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned product indicated that the lens had one distorted haptic, and appeared to have evidence of blood and viscoelastic, which indicates that the lens was prepared for use. All pertinent information available to abbott medical optics has been submitted.